Event description:
It was reported by service report that the nurse call was not functional due to docker cable was pulled from the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Docker cable.